Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet2027 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reet2027) have been reported from the same facility.

Event description:
It was reported that the PICC was kinked. It was stated PICC was placed in patient using 3cg technology. All lumens drew blood. The team was consulted 2 hours after placement stating that only 1 lumen was able to draw blood. Xray was ordered and line placement was confirmed to be in the correct location. Only 1 lumen from line was able to draw blood despite line being placed in proper location. Line was removed.